Event description:
On (B)(6) 2019 dr. (B)(6) was performing a crown preparation on #3 and #5 teeth while the patient was under local anesthesia. During the procedure the doctor observed blisters on the patients right buccal mucosa and lower right lip. The procedure was stopped, and the doctor applied vitamin e to the sites of the blistering. The doctor has had a follow up with the patient since the time of the event and the injury is healing normally with no further complications. No further medical attention is required to treat the injury.